Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant the atrial lead dislodged. An attempt to reposition the lead was unsuccessful and the lead dislodged a second time. The lead was explanted and replaced. The patient was fine and would continue to be monitored.